Manufacturer narrative:
Analysis a complete lead was returned in one-piece measuring 52.5cm. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. After the atrial lead was placed, it was noted that the lead exhibited high out of range pacing impedance and even after the lead was repositioned, it continued to exhibit high impedance. The lead was removed and replaced. The patient was recovering after procedure.